Event description:
It was reported the pt lost his stimulation on his right side. The physician planned to take x-rays and continue working with the pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.